Event description:
It was reported that the device shocked the user's hand. There was no reported medical intervention required for the reported shock.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device shocked the user's hand. There was no reported medical intervention required for the reported shock.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: probe giving shock. Probable root cause: circuit failure, damage cables, fluid ingress use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.